Manufacturer narrative:
Product ID 3093-28, lot# va0b2ag, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, patient had loss. It was noted that about 4-5 months ago a different health care provider reprogrammed the device. It was indicated that the patient had to catheterize again. It was indicated that the patient had been catheterizing herself for the last 4 months. It was indicated that she had to miss 5 weeks of work because she had to catheterize 6-10 times a day. It was indicated that she tried adjusting stim herself about 2 months ago but was getting a "major shock". It was indicated that she felt like she was getting stung by a bee. It noted that patient was now back to lower setting where she did not feel stim at all. It was indicated that the healthcare provider had stimulation at a very low setting and feel a "shock" every 15 seconds but it was comfortable. A follow-up report will be sent if additional information becomes available.